Event description:
A peritoneal dialysis (pd) nurse reported that the patient had been hospitalized on (B)(6) 2014 due to a myocardial infarction (mi), unrelated to cycler. The patient underwent open heart surgery on (B)(6) 2014. She continued on dialysis during hospitalization. The patient was discharged on (B)(6) 2014. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.